Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the liver. A renegade hi flo 135/10 kit was selected for use. During preparation, outside patient, the guidewire was stuck and could not be pulled out. The device did not enter the patient, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: the renegade hi flo was returned for analysis. The device was examined visually and microscopically to reveal that the outer shaft is separated. The guide that was returned was able to be removed with no issues. The guidewire was also functional tested by reinserting and feeding through the microcatheter with no issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the liver. A renegade hi flo 135/10 kit was selected for use. During preparation, outside patient, the guidewire was stuck and could not be pulled out. The device did not enter the patient, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.